Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
A dust seeps out that sometimes wedges down in the throat, goes down into the stomach [accidental device ingestion], I am reducing my intake of certain foods and losing my appetite [appetite lost] upsets the stomach [upset stomach], makes you cough [cough], severely limited with how I can chew, preventing me from eating anything I want [unable to eat], reduced food intake [oral intake reduced], angry [anger], irritated [feeling irritated], has caused tremendous frustration [frustration], teeth are loose [loose tooth], causes abrasion sores [abrasion gingival], have lost weight [weight loss], affects my mental health, has made me mentally downcast [mental disorder], making me desperate [feeling of despair]. Case description: this case was reported by a consumer via call center representative and described the occurrence of appetite lost in a patient who received denture adhesive powder-double salt (corega powder) oral powder (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega powder. On an unknown date, an unknown time after starting corega powder, the patient experienced appetite lost, upset stomach, cough, unable to eat, oral intake reduced, anger, feeling irritated, frustration, accidental ingestion of product and product complaint. The action taken with corega powder was unknown. On an unknown date, the outcome of the appetite lost, upset stomach, cough, unable to eat, oral intake reduced, anger, feeling irritated, frustration, accidental ingestion of product and product complaint were unknown. The reporter considered the appetite lost, upset stomach, cough, unable to eat, oral intake reduced, anger, feeling irritated and frustration to be related to corega powder. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on 01feb2023. Consumer reported that, "I have now tried three of the corega products for a period of time, namely ultra corega powder, corega powder and corega ultra cream, and I can give you a complete evaluation of how they work, respectively, and how they do not work. Ultra corega powder: an excellent product that works well when you have dentures. Clean your teeth in the morning, then eat in the morning, morning snack, lunch, and afternoon snack. Then, I clean the lower denture and eat dinner, apple, fig nuts, etc. The teeth are kept in place and there are no problems, no chafing or similar. Ultra corega cream: not a full-fledged product, in the upper dentures it works, but if you use too little in the lower dentures, it chafes, it hurts, and if you use a little more cream, the dentures slip out, and you have to take a toothbrush to remove the excess that seeps out. It is also very difficult to clean if there is cream left in the dentures and from the oral cavity, you risk holes in your gums! Corega powder: the new powder, to replace ultra corega. Totally useless and has absolutely no fixation capacity! It stays like a flour in the teeth, a dust seeps out that sometimes wedges down in the throat and it makes you cough, and if it comes down in the stomach, it upsets the stomach! It has no fixation capacity at all, it is like a thin semolina porridge that comes out into your mouth and mixes with what you eating! You might as well use plain flour or potato flour! If you use it, you have to clean the lower dentures every time after you eat anything, and you can forget things like mussels, apple, nuts, figs and other similar things, it doesn't work!! Going to a restaurant is impossible because you can't clean your teeth as often as necessary! This has caused tremendous frustration and I am starting to get depressed. I am reducing my intake of certain foods and losing my appetite! It affects both what you eat and your ability to talk to people. It is a necessity to have dentures that are well fixed for you to feel good!! Did you take this into account when you discontinued ultra corega [sic: corega ultra]? Don't you make any kind of evaluations when you discontinue a well-functioning product and replace it with a new one? It would have been enough that a person with dentures had tried it one day to find that it is completely useless and cannot be made available for sale! What do you think? How do you have the courage to present a product to people who are so dependent on well-functioning fixatives, with something so unusable? In the beginning, when it came out, I succeeded going around to several pharmacies and bought corega ultra for myself, but they have run out, and I am now forced to use corega cream. Yesterday I called; to hear if any places around here still have corega ultra, but they did not, and I also found out that they now do not have corega powder for sale at all! They must have seen a decrease in sales. What rubbish do you think people want in their mouth?? It is highly cynical and irresponsible! I think you must have done this for cost reasons, probably reduced on a necessary ingredient! You also have the guts to claim that it has received an improved formula, so there you get a direct lie! I look forward to you taking on criticism, understand and realize the necessity of a well-functioning agent, as corega ultra was, and make it available immediately." Follow up information 1 was received from consumer via email on 22feb2023. Consumer reported that, "thank you for your kind reply from, unfortunately, as a customer, I do not see myself as a valuable customer as you have taken away from all of us denture users a powder that really worked, corega ultra powder! I need to make a comment in connection with your text on corega powder at [redacted] [pharmacy]. It says that the powder holds the prosthesis in place for 12 hours, and when you eat, talk and smile! In addition, it says: corega ultra powder has a fresh mint flavor. But ultra is no longer available, it is just called corega powder! The text there is a pure lie, corega powder does not last for 12 hours! After eating a couple of times, the one in your mouth must be removed and re-fixed, and then the powder has also settled outside the dentures in a thick layer. The powder seeps out of the denture and mixes with what you eat, so everything becomes a mess! When you remove the prosthesis to clean it, there are long mucus threads from the mess in your teeth! Does this sound disgusting?? Yes, it is too, it is disgusting! When you add a new powder, there is no fixation capacity, your teeth are loose and come off when you eat! I can no longer talk on the phone without having to put fresh powder on my teeth, otherwise it can be heard that you have a mass in your mouth! Unfortunately, you get chafing from the cream! It transcends my understanding how one can, with good conscience and in cold blood, market such a useless product to all of us thousands of denture users in sweden! What were you thinking?? You can't just release a product without checking that it works, and how it works! In this case, not at all! How do you think it feels for us to no longer be able to chew or talk without a working agent, like ultra was? The new corega powder goes down your throat and upsets the stomach, and it goes down into the pipes in the sink, so I have to use drain plungers, and I have to use my nails to try to scrape off most of the mess, but a lot goes down into the sink! I have not yet received an answer to my thoughts why they changed ultra, or any other reason for change! If not because ultra became expensive to you, stinginess deceives wisdom! If so, I would like to pay a few more sek and get a well-functioning preparation, ultra, back! This is extremely frustrating, and I don't know what am I going to do now?" Follow up information 2 was received from consumer via email on 24feb2023. Consumer reported that, "I think that the responsible managers for the corega products must be aware of how important teeth are for your complete well-being? It all depends on what I eat and how I can chew the food. At the moment, with the new corega powder, it's preventing me from eating anything I want and am severely limited with how I can chew! For example, I can't eat meat anymore, to eat apples I have to peel it or spit out the peel. I always have to assess whether I can eat something or not. When the powder seeps out and gets on the exterior of the dentures, there are long threads of mucus when I eat, for example, a sandwich! When I eat an apple, this mess mixes with the apple, it tastes disgusting, and the mint taste you say the powder has, I don't taste that, just the disgusting mess from the powder! This is totally unacceptable! As it also goes down into the stomach, it upsets the stomach, this is starting to get on my nerves more and more, I do not want it like this, I shouldn't have to live like this, as you had corega ultra that did not have this inefficient effect at all like this new corega powder! I have been switching it a little with the corega cream, but in order for it not to chafe and cause chafing sores, I need to put on a bigger layer, and it seeps over and you have to try to remove the excess with a toothbrush. When cleaning the dentures after the cream, most of the cream remains in the gums, and you have to pull the cream away with the risk of hurting the gums! When you use the powder and you need to clean it, it is so full of mucus and porridge-like dirt, so I have to clean my mouth with a toothbrush, and the dentures get slippery from all mucus, so I have dropped them in the sink! It takes up to 10 minutes to remove the cream in the lower gum, as you really have to work to remove it, and I clean my teeth about four times a day now, as the powder does not hold the prosthesis, it is loose! There is a lot of time spent on this, and together with the reduced food intake, you become incredibly affected, irritated, frustrated, angry and upset! I do not speak only for myself, but I also speak for all those who cannot speak themselves! There is also the matter that those who are privileged in a good economic situation are able to pay for implants, but those of us who have it tough financially have no choice, we must put up with what you manufacture, and have to keep using it, you have the power! Corega cream or corega powder is a matter of plague or cholera! We have no choice! If you have any decency in your body, you will start manufacturing corega ultra powder again as soon as possible." This case is 1 of 2 for the same patient. The cases (B)(4) and (B)(4) are created. Please see the case (B)(4) with the suspect product corega ultra cream) created for the same patient/ reporter. Initial and follow up processed together. Follow up information 4 was received on 21mar2023 from consumer. Upon follow up patient date of birth, age (77 years old), age group (elderly), gender (female) were updated. Following product information was updated. Product was corega powder. Lot 62000000056272. Indication: dentures. Product start date: when corega ultra powder stopped being manufactured and corega powder was sold instead. Product stop date: have no choice but to continue using it as there is no other powder. Product used orally, daily. Product was not used by the consumer before. Consumer alternated between corega powder and corega cream. No, before the new corega powder came out I used corega ultra powder, which was perfect! Consumer used corega cream at the same time. Seriousness was updated to serious from non serious. Accidental device ingestion (gsk medically significant) was updated. Causality was unknown. Following events were added: loose tooth, abrasion gingival, weight loss, mental disorder, feeling of despair, drug ineffective and inappropriate schedule of product administration. Causality were yes. Event outcome was updated to not resolved from unknown. It was also reported that, "the new corega powder has no adhesive effect whatsoever, the teeth are loose, the powder comes out in the mouth and mixes like a slimy paste with whatever you're eating. Covers the teeth in a slimy grit and causes abrasion sores. Long strings of slime produced when cleaning. On first use of the product patient noticed event. (Constant wrapping) 3 to 4 times daily to avoid abrasion sores. Consumer experienced event whenever uses corega powder. The side effect/adverse event was caused by the product corega powder. The new corega powder cannot be used, as it has no adhesion, it's like a paste that gets into the mouth and mixes with food, making it impossible to chew firmer foods, and it causes abrasion sores. Just sits there like a grit in the dentures. Useless. On first use of the product patient noticed event. Consumer have to change the powder 3-4 times a day to avoid abrasion sores. Now I am constantly left with a disgusting paste in my entire mouth. Side effect was ongoing. Consumer lost weight, partly because of poor product, difficult to chew, and it affects my mental health. This useless product is negatively affecting my daily life and has made me mentally downcast, have lost appetite! Bring back corega ultra powder! This was an effective product, my teeth were securely in place and I could eat whatever I wanted with no problems. This situation with the new corega powder is making me desperate."